Manufacturer narrative:
Manufacturer's investigation conclusion: the reported controller fault alarms were confirmed via the submitted log file. The reported system controller was not returned and could not be observed. The submitted log file showed 206 events spanning from 10aug2017 to 26mar2019. Beginning on (B)(6) 2019, when the controller was set to be used, the fixed speed was set to 9000 rpm and the lsl was set to 8400 rpm. There were multiple pump stops and low flow hazards on (B)(6)2019, the reported event day. There was another pump stop and driveline fault on (B)(6)2019, the day of the perc lead repair. The rest of the log file appears to be unremarkable until (B)(6) 2019 at 16:01:44 when the controller appears to have been disconnected. Additional provided information indicated that an evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported alarms and pump stoppage events captured in the submitted log file. The root cause of the reported event could not be correlated with the reported system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the lvad clinician that the only adverse event was the patient had to endure a pocket system controller exchange. The patient was reported as stable.

Manufacturer narrative:
Approximate age of device ¿ 8 months (calculated from the date the system controller was provided to the patient). Device evaluated by MFR: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during hospital visit on (B)(6) 2019 the pocket system controller was exchanged due to system controller fault. The lvad clinician reported that the they believed the patient experienced adverse health consequences due to the performance of the product and the system controller exchange.